Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing number 9616099-2007-02436, and 9616099-2007-02437. Additional information will be submitted within thirty days upon receipt.

Event description:
This report was brought to our attention by the cordis clinical registry in another country indicating the patient experience two episodes of in-stent restenosis after a percutaneous coronary intervention to treat an instent restenosis of a previously implanted unknown cypher stent. The target lesion at the first diagonal was described as 2.5 x 25mm in length, restenotic after in-stent restenosis of an unknown 2.25 x 18mm cypher, irregular with a type c classification and a 90% stenosis. A 2.25 x 33mm cypher stent was implanted at 16 atm after predilatation with a 2.0 x 30mm balloon at 12 atms with satisfactory results. Post dilatation was not conducted. Two days after the index procedure the patient had chest discomfort. Cardiac enzymes remained normal and there were not ECG changes. Coronary angiogram was also normal. The patient was discharged home four days later on aspirin, clopidogrel, statins and beta-blockers. The patient was asymptomatic at one-month follow-up. However, ten weeks after the index procedure, the patient presented with angina and ECG showed some changes. Coronary angiogram also showed focal restenosis of the cypher. The restenosis was treated with a 2.25 x 10mm cutting balloon with good results. But twenty days later, the patient presented again with angina. ECG showed lateral ischemia and coronary angiogram showed a proliferated in-stent restenosis with involvement of the middle segment of the left anterior descending coronary artery with 90% stenosis. This time the patient had a coronary artery bypass surgery and was discharged home five days later.